Event description:
During procedure in 2007, the main body deployed too high partially covering the left renal. Stented left renal with a guidant herculink stent. Patent left renal post stent placement.

Manufacturer narrative:
No product was returned by the customer to assist in this investigation. Based upon the information provided it appears that the stent was deployed in the improper spot which covered the renal. Inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration, or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications.